Event description:
The customer reported an error alarm on the insulin pump. The customer stated that the screen on the insulin pump goes from dark to light and eventually disappears. Customer's current blood glucose reading is 283 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The alarm for an unexpected restart, the display anomaly, and the missing segments on the display could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.